Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the most probable cause of the malfunctions were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the pink rubber of the probe was cut, the adhesive (ke45) is missing from the forceps cover, and the glue is peeling from the light guide lens. There was no patient involvement.